Event description:
Customer called and reported that their facility is involved in a lawsuit, stemming from a patient recall case. The customer further stated that they were utilizing an abbott manufactured vaporizer on the modulus ii+ anesthesia machine.